Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The 3.0 x 38 xience prime referenced, is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified de novo distal right coronary artery that was 80% stenosed. Pre-dilatation was done with a 1.5 x 12 mm and a 2.0 x 12 mm unspecified balloon catheter at 8 atmospheres (atm). Then, a 3.5 x 23 mm xience prime stent was deployed at 10 atm. When removing the stent delivery system, a distal edge dissection was noted, which was successfully treated with a 3.5 x 18 mm xience v stent. A 3.0 x 38 mm xience prime stent was deployed at 10 atm in a mildly tortuous, heavily calcified de novo distal left anterior descending artery when a dissection occurred. The dissection was successfully treated with a 2.75 x18 mm xience v stent. The patient achieved a timi grade iii flow. There was no adverse patient sequela reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The reported patient effect of dissection is listed in the instructions for use xience prime long length (ll) everolimus eluting coronary stent systems as a known patient effect(s) of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.